Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain or no cramps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my teeth now is an old filling that has a crack and needs to be replaced". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), periodontal disease ("periodontal disease"), dental caries ("cavities"), tooth fracture ("broken and chipped teeth"), fatigue ("fatigue"), hypersomnia ("falling asleep by 6 pm"), migraine ("migraines"), back pain ("back pain"), joint pain ("joint pain"), knee pain ("bad knee") and allergy to metals ("nickle allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). At the time of the report, the abdominal pain, hypersomnia, back pain and joint pain had resolved, the periodontal disease, dental caries, tooth fracture, weight decreased, knee pain and allergy to metals outcome was unknown, the fatigue had not resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, back pain, dental caries, fatigue, hypersomnia, joint pain, migraine, periodontal disease, tooth fracture, weight decreased and knee pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : periodontal disease, teeth fracture, cavities most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : new events were added as fatigue, weight loss, excessive sleeping migraine abdominal pain back pain arthralgia. Hysterectomy was done for abdominal pain. Consumer's demographics was added on (B)(6) 2020: social media content received: nickle allergy. Was added. New reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced periodontal disease ("periodontal disease"), dental caries ("cavities") and tooth fracture ("my teeth now is an old filling that has a crack and needs to be replaced"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, periodontal disease, dental caries and tooth fracture outcome was unknown. The reporter considered dental caries, medical device removal, periodontal disease and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: periodontal disease, teeth fracture, cavities no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my teeth now is an old filling that has a crack and needs to be replaced". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced periodontal disease ("periodontal disease"), dental caries ("cavities") and tooth fracture ("broken and chipped teeth"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, periodontal disease, dental caries and tooth fracture outcome was unknown. The reporter considered dental caries, medical device removal, periodontal disease and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : periodontal disease, teeth fracture, cavities. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event broken teeth added. On 20-mar-2020: social media content received: reporter added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.